Event description:
Patient was implanted with 12 hole lcp plate and screw construct on (B)(6) 2013 for a fractured humerus. Post-operative follow up determined that the fracture was failing. Patient returned to the or on (B)(6) 2013 for removal of hardware. Patient was revised with other synthes hardware. This is 1 of 11 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.